Manufacturer narrative:
The fenestrated bipolar instrument was requested to be returned for analysis, but has not yet been received. Therefore, failure analysis of the product related to the complaint has not be performed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Review of the provided video was consistent with the alleged complaint that the broken jaw fell inside the patient. The root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. A review of the logs shows that two fenestrated bipolar forceps instruments were used in the procedure, however it is unknown which is the one in question: (B)(4). This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a jaw from the fenestrated bipolar instrument broke and fell inside the patient. The fragment was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, one of the jaws of the fenestrated bipolar instrument had broken off and fell inside the patient. The item was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-sept-2021. The isi clinical sales representative (csr) clarified that the surgeon let him know of the issue on (B)(6) 2021, but after review of the logs it was confirmed that the ventral hernia repair procedure occurred on (B)(6) 2021 on system sk1159. The csr was not made aware of the lot # of the actual instrument at fault. The csr confirmed that the fragment was retrieved, there was no medical intervention required to address the issue, and there was no patient injury reported. The procedure was completed successfully as planned. The csr provided a video of the event. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information. The csr stated the customer will return the instrument for evaluation.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.